Manufacturer narrative:
(B)(4). Concomitant product: reload ecr60b - lot # p4r966. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify what occurred when the device locked? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Was the device locked on tissue with the jaws closed and unable to be opened? How was the device removed? Did the jaws eventually open?

Event description:
The device was locked and did not open its jaws keeping the charge between them. Another charge was used and the device was locked again. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p58r08. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b cartridge reload present. The cartridge reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The event could not be confirmed as the device closed and opened as intended.,it was reported that the device was locked and did not open. The analysis results showed that one ecr60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Event could not be confirmed as the test device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.